Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor smelled like burning plastic. The caller was instructed to unplug the remote monitor immediately. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.